Manufacturer narrative:
The account manager forwarded a copy of their burn test results. The results showed an even pattern of dots and no evidence of spottiness. Additional information has been requested.

Event description:
A report from user facility in the united states, stated that the laser fired only intermittently causing spot results on the patient's face. Additional information regarding the patient outcome has been requested.

Manufacturer narrative:
We received additional information from the nurse in charge at the facility stating that the initial report was not correct. There was no patient involved. The problem was resolved by cleaning the lens before the procedure. We have downgrade the complaint to a non-reportable event.